Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since disconnection of optical module was confirmed, it is presumed that error code e226 occurred due to optical module disconnection. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited an error 226 (scope error). It is unknown when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.